Manufacturer narrative:
This is the (B)(4) complaint reported for this finished goods lot. Review of the device history record (DHR) indicates the order was built to specification. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. Quality assurance will continue to monitor customer complaints and will take action for any future occurrences as is deemed necessary. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the product would not suction during the phacoemulsification step of a cataract procedure. The issue was resolved by replacing the cassette. The procedure was completed without consequences to the patient. Additional information and product sample have been requested.